Event description:
During alif (anterior lumbar interbody fusion) l4 to l5 procedure, surgeon was using the tapered u-joint driver and it lost its memory. Surgeon had to change out the driver for a total of 4 times. The procedure was completed with no adverse effect to the pt. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device history record review - the manufacturing records were reviewed and no complaint related issues were found. The device was returned and the received condition visual inspection of the tapered u-joint driver (part #03.802.341) indicated no visible damage. The functional investigation indicated the position memory of the u-joint was reduced due to worn out peek-bushings and pins in the pin-joints. The position memory can be lost due to forcible use or wear and tear. This complaint deemed indeterminate from a manufacturing position. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing report shall be filed on a supplemental MDR.